Event description:
The manufacturer received information that a trilogy 100 ventilator was returned to the manufacturer for service. During evaluation, the ventilator failed the oxygen (o2) flow test. There was no patient involvement, and no harm or injury was reported. It was determined the active exhalation control module (aecm) required replacement to address the issue of the reported test failure. The device was planned to go to high level repair for completion of the repair. Repair of the device was subsequently rejected, and it has been noted that the device will be scrapped. Additional findings not related to the malfunction/issue: during the preventative maintenance, it was noted the rubber feet were missing and required replacement, and the handle and handle o-rings also required replacement.